Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The following is an email from the customer. We recently had a needle stick incident on the ward. On confirming this with the person in question, they said it was a case where after puncturing the patient, they put on the clear cap and intended to remove the needle, but it was not actually removed, and unaware of this, they placed the insulin cover. The next worker removed the insulin cover, not thinking the needle was still attached, whereupon they pricked their finger. This was the case. When I tried verifying this myself, I found out that, depending on the drug type of the pen insulin, there is a difference between those where the threaded part only has about 2 threads and those that are, have about 4 threads. If you try to remove the needle in the middle of the threaded part, it will come off in a state where the transparent cap alone will come right off. Using a special removal device that mr./ms. Xxxx gave me, the needle popped out more vigorously than I imagined (was it my amount of force?), and the recoil was frightening. So even with the removal device, when trying to remove the needle in a location where the threaded part has not been fully released, the needle likewise cannot be removed. Although we reviewed "before the nurse puts the insulin cover on, they should do a final check that the needle has been removed" as common knowledge, I would appreciate your guidance if mr./ms. Xxxx has had similar cases reported from other facilities, or has any information on how to address this issue.